Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and one month post implant of this bioprosthetic valve, it was explanted and replaced due to leaflet dehiscence. No additional adverse patient effects were reported.